Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 8/28/2024, a patient submitted an inquiry via email requesting to know if the titanium anatomical shoulder replacement is eligible for a device coating with a product such as calcium phosphate or another coating. The patient is highly allergic to the aluminum in the titanium alloy and is having a reaction to the joint replacement products that were implanted. The patient reports possibly undergoing another shoulder replacement procedure. No further information was provided.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.